Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer re-seated and recrimped the latches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed to open and required maintenance. The customer stated that they tried to recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.